Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that he replaced the fio2 cell and the cable and the problem was not corrected. The customer reported when the setting is at 70% the fio2% starts to drop and it does not go back. The customer had an external fio2 analyzer and it has the same readings, at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device was alarming low fio2 (fraction of inspired oxygen) on the avea ventilator. The customer reported that there was no patient involvement associated with the reported event.